Event description:
It was reported through the litigation process that sometime post a port placement, the port was allegedly malfunctioned. It was further reported that the catheter was allegedly fractured. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that approximately one month and four days post a port placement, there was inability to aspirate blood and retraction of the port catheter tip. Also, the catheter allegedly fractured. The device was removed from the patient and replaced with a new device. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record alleges that a right internal jugular port and catheter placement was performed with the help of fluoroscopic and ultrasound guidance where the wire was advanced under the fluoroscopic guidance into the superior vena cava and the heart. Then the catheter was pulled from the chest insertion to the neck insertion and further it was pulled the catheter itself and then deploy it through a peel away sheet introducer. The positioning was placed in the superior vena cava this was connected to the port and placed in a packet within the chest wall, which was previously created, deep tissue was re approximated, and the port was then aspirated and then flushed and packed with the heparinized saline. And it's taken formed the position in the superior vena cava and the patient tolerates the procedural well. Approximately a month later the fluoroscopic evaluation off the chest infusion port was performed as there was inability to aspirate blood from the port. Photogram demonstrated internal retraction of port catheter which was now positioned within vein versus lower right internal jugular vein. No contrast extravasation was noted. The poor ability to aspirate blood from the catheter was therefore secondary to the catheter tip being up against the vessel wall. Approximately 2 weeks later the removal of port with placement of newport was performed in which the neck insertion was dissected down to the catheter itself which was skeletonized and transacted. A wire was then placed in one lumen of the catheter and then the other portion seemed not to pass very well. This portion was pulled out and then pulled it from the chest insertion to the neck insertion and kept a silk strand occupying the space. Fluoroscopic revealed no residual catheter deep into the vascular tree and the new catheter was selected to be placed but then ultrasound guidance. The right internal jugular was able to cannulate it come up past the wire under fluoroscopic guidance and then pass the catheter from the chest insertion to the neck insertion and deployed it through a peel away sheath. Care was taken to secure it positioning deeper than it was last time this time it appeared to be flipped back in the azygos vein and was difficult. There also was some question of some puffiness when they used it as such. It was selected to be placed deeper as mentioned above and then secure into the chest wall and then flushed and aspirated this wall and the packet with the heparinized saline. Deep tissue was reapproximated and the port was then secured as the skin was closed the patient tolerated the procedural well. As the submitted medical record confirms the evidence suction issue as the port was unable to aspirate the blood and the catheter tip was migrated from the originally positioned location, hence the investigation was confirmed for the reported device malfunction. However, the investigation remained inconclusive for reported fracture as no objective evidence couldn't be noted based on the given information. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2022), g2, g3, h6 (device, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.